Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a non-reproducible, higher than expected, troponin I es (tropi es) result was obtained from a single patient sample when tested using vitros tropi es lot 5470 on a vitros 5600 integrated system. Patient sample 1 result of 1.519 ng/ml versus the expected result of <0.012 ng/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, higher than expected vitros tropi es result was not reported from the laboratory. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).

Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected, troponin I es (tropi es) result was obtained from a single patient sample when tested using vitros tropi es lot 5470 on a vitros 5600 integrated system. A definitive assignable cause could not be determined. Reported qc fluid performance indicates a vitros tropi es lot 5470 performance issue is not a likely contributor to the event. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 5470 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out as contributing to the event. An instrument issue cannot be completely ruled out as a contributor to the event as no within-run diagnostic precision testing was conducted when requested to verify the performance of the vitros 5600 integrated system. However, there is no evidence or any suggestion from the customer that the instrument was not performing as intended. Additionally, failure to perform cleaning activities for the instrument as recommended cannot be ruled out as a contributor to the event, as it was determined the customer's latest cleaning of the vitros 5600 integrated system was insufficient. Furthermore, pre-analytical sample processing could not be ruled out as a contributing factor, as it was established that the customer was not following the sample collection device manufacture's recommendation for sample centrifugation and cellular debris, due to poor sample preparation, was likely present in the affected sample, although this could not be confirmed. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros product tropi es, lot 5470.